Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient was presented in clinic. Post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were made.